Manufacturer narrative:
Date of event: (B)(6) 2019: date of report: 18mar2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the battery indicator was illuminated red. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported. Event date not specified; estimate used

Manufacturer narrative:
Date of report received 29 may2019. MFR received date 13 may 2019. Multiple unsuccessful attempts were made to gather the customer's contact information and repair information; however, no additional information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.